Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 22-dec-2015, a technical support specialist (tss) addressed the reported event where the customer informed that they had reports of high bias on cap survey. No data was received and call was closed. No further action required. The probable cause of the event was could not determine.

Event description:
On (B)(6) 2015, a customer reported bias on cap survey with their g8 analyzer. Customer reports of high bias on cap survey, asked customer to provide data/c-grams/etc. The customer is unable to run hba1c patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.